Event description:
This ra lead was implanted on (B)(6) 2011 and remains implanted at this time. An email received on 03/29/2018 stating that there were noise, oversensing and pacing impedances less than 200 ohms noted on this lead. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).